Event description:
New information received notes that the lv lead was involved in multiple procedures. The first procedure was on (B)(6) 2016 in which the patient was dissected, and the lv lead was not implanted. At a second procedure on (B)(6) 2017, the lv lead was implanted, but not successfully due to positioning issues. Loss of capture was observed, and the lead was capped. When the patient presented for a lv lead revision on (B)(6) 2019, the physician attempted to advance to the lead again, but was unable to properly position, so the lead was explanted. The physician did not allege any lead issues, but alleges it was due to lead placement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed due to lv lead dislodgement. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure and discharged the same day.